Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The customer¿s immediate concerns were addressed by replacing the acquisition module and pcba, harmony acb. The failed acquisition module was returned for evaluation. During evaluation of the acquisition module, the reported failure was reproduced. The suspect part did not pass multiple reliability tests which confirmed there was a failed channel board within the acquisition module. The pcba, harmony acb was unable to be evaluated as the part was not returned due to being inadvertently discarded. The engineering investigation confirmed this is not a systemic issue.

Event description:
A customer reported their epiq cvx ultrasound system shut down during heart surgery. The procedure was completed on a different system. There was no patient or user harm associated with this event. The acquisition module and acquisition control board were replaced to resolve the immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.